Manufacturer narrative:
The reported failure of screen issue is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information alleging the screen was damaged and not legible on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that the devices liquid crystal display (lcd) to system board cable and lcd backlight cable had caused were damaged causing the screen not legible for this device. In conclusion, the device's lcd to system board cable and lcd backlight cable needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the cord retainer, rear case, and handle needs replaced for physical damage unrelated to the reportable issue.